Event description:
Apparently during a code 90 in CT room ER, nurse was unable to properly use hands free paddles/mode to defib pt. It was unsure at that time whether user error or equipment malfunction, so defib was removed by biomed and secured in biomed work room. Follow-up action - defib investigated passed all internal checks and has been determined to be operational and can be returned to service.